Event description:
Us customer contacted cepheid to discuss discrepant results. Customer ran 4 tests on xpert xpress sars-cov-2 plus accidentally as the tests were meant to be run on xpert xpress cov-2/flu/rsv plus. When the customer ran the samples again to obtain the results for flu and rsv, 2 of the 4 that were initially positive for covid, resulted negative. The customer then reran the test on xpert xpress sars-cov-2 plus and reran again on xpert xpress cov-2/flu/rsv plus and they were negative. Patient 1: on an unspecified date, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 positive. This was reported to the doctor. Retest 1: the sample was retested, as the customer accidentally ran the test on the xpert xpress sars-cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 2: the same sample was retested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 neg. Retest 3: the same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. Retest 4: the same original sample was sent to the main lab for testing, which did not detect sars cov-2. Customer did not provide methodology. Patient was symptomatic. Patient 2: on an unspecified date, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 positive. This was reported to the doctor. The sample was retested, as the customer accidentally ran the test on the xpert xpress sars cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 1: the sample was retested, as the customer accidentally ran the test on the xpert xpress sars cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 2: the same sample was retested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 neg. Retest 3: the same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. Retest 4: the same original sample was sent to the main lab for testing, which did not detect sars cov-2. Customer did not provide methodology. Customer is unable to send in any data or provide information on CT values.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. Customer ran 4 tests on xpert xpress sars-cov-2 plus accidentally as the tests were meant to be run on xpert xpress cov-2/flu/rsv plus. When the customer ran the samples again to obtain the results for flu and rsv, 2 of the 4 that were initially positive for covid, resulted negative. The customer then reran the test on xpert xpress sars-cov-2 plus and reran again on xpert xpress cov-2/flu/rsv plus and they were negative. Patient 1: on an unspecified date, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 positive. This was reported to the doctor. Retest 1: the sample was retested, as the customer accidentally ran the test on the xpert xpress sars-cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 2: the same sample was retested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 neg. Retest 3: the same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. Retest 4: the same original sample was sent to the main lab for testing, which did not detect sars cov-2. Customer did not provide methodology. Patient was symptomatic. Patient 2: on an unspecified date, a sample was collected from the patient. The sample was processed per pi and tested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 positive. This was reported to the doctor. The sample was retested, as the customer accidentally ran the test on the xpert xpress sars cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 1: the sample was retested, as the customer accidentally ran the test on the xpert xpress sars cov-2 plus assay, when the sample was meant to run the xpert xpress cov-2/flu/rsv plus assay. The same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. This was not reported to the doctor. Retest 2: the same sample was retested on xpert xpress sars cov-2 plus. This resulted in sars cov-2 neg. Retest 3: the same original sample was retested the same day on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 neg/ flu a neg /flu b neg/ rsv neg. Retest 4: the same original sample was sent to the main lab for testing, which did not detect sars cov-2. Customer did not provide methodology. Customer is unable to send in any data or provide information on CT values. The investigation is ongoing. Additional information regarding likely root cause will be provided once the investigation has been completed. False negative: as per section 3 of the xpert xpress cov-2 plus eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
Additional information was provided upon completion of the investigation which includes likley root cause. Additionally annex c and annex d codes have been updated to reflect the completion of the investigation. Limited information regarding this case has been provided. Without at minimum of CT data for all analytes for all tests, determination of a root cause cannot be concluded; unable to determine if product malfunction. In absence of lab contamination and given the likely root cause of other discrepant test results between xpress cov-2 plus and xpress cov-2/flu/rsv plus for sarscov2, the likely root cause is sample at or below the lod but until data can be provided to justify this, the assessment is inconclusive. Despite multiple attempts to contact the customer, no response was received. Unable to determine report of patient harm.